Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that the noise change and irrigation blocked at an unknown timing. The procedural type was unknown. The surgery was completion details were unknown however the issue resolved after replacing glass cleaner. There was no information about patient impact.

Event description:
Additional information was received and confirmed that there was noise change and irrigation blocked from probe at an unknown timing. The procedural type was unknown. The surgery was completion details were unknown however the issue resolved after replacing glass cleaner. There was no patient impact.

Manufacturer narrative:
Additional information was provided in b5, h6 and h11. The manufacturer internal reference number is: (B)(4).